Event description:
It was reported that the device was used during a laparoscopic procedure. It was reported by the affiliate that the atb35 instrument did not staple, but did cut. There was no consequence in the patient.